Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the pacemaker device indicated high impedance. 17,547 high impedance paces were recorded after atrial lead warning occurred on (B)(4)-2010. Corrected data: changed adverse event to 'yes' and changed date of death field to 'not applicable'.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that an x-ray image revealed a fracture of a pacing lead. The lead also appeared to have dislodged, and was capped and replaced. No patient complications were reported due to this event.